Event description:
It was reported that a pt underwent a cesarean section procedure on (B)(6) 2010 and suture was used. The tip of the needle broke off during closure of the uterus. The needle tip was found. The procedure was completed with no adverse pt consequences.

Manufacturer narrative:
(B)(6) conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.